Manufacturer narrative:
The customer reported that the screen is barely visible on the remote network station (rns or remote monitoring system). Customer has tried to adjust the settings, but that does not work to correct the problem. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the screen is barely visible on the remote network station (rns or remote monitoring system). Customer has tried to adjust the settings, but that does not work to correct the problem.